Event description:
The system displayed an overload fault error message. This error may cause the system to shutdown. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. The system operates as intended.